Event description:
The customer stated discrepant patient results have been generated on the architect c8000 potassium assay. A plasma specimen from a patient generated a potassium result of 6.59 mmol/l, but a corresponding serum specimen had a value of 4.15 mmol/l. No impact to patient mgmt was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.